Event description:
It was reported that during a hip arthroscopic, when the drill prepared the pilot hole, the drill tip got broken in the bone. Back-up device was used to complete the surgery. No delay was reported. Broken pieces remain in the patient's bone. Additional bone hole was required to complete the surgery.

Manufacturer narrative:
One 2.5mm fluted drill w/ depth stop was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The distal drill tip (approx. - .341) has broken from the shaft and was not returned. There are surface abrasions to the drills shaft in numerous locations. There is also damage to the chucking area of the drill consistent with slippage within the drill chuck during use. Dimensional assessment of the drill confirmed it met print specifications. The condition of the drill indicates it was subjected to excessive force during use. Per the device instructions for use under precautions: as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.